Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the ventricular rate/sense channel. This noise was sensed by the device, and resulted in pacing inhibition and non-sustained episode generation. No symptoms were reported. The noise could be reproduced with deep breathing, indicating the source to be myopotential in nature.